Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump failed accuracy test @ 21.2 and 21.1 mls during testing in the biomedical service department. There was no patient involvement. No additional information is available. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was reproduced. The device was tested for flow accuracy and over delivered by 6.5%. A review of the event history log revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed accuracy test @ 21.2 and 21.1 mls during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.